Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event was not returned and the device disposition is unknown; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On (B)(6) 2018 the patient experienced stoma site inflammation. The patient was treated with topical and oral antibiotics, gentamycin sulfate 0.1% ointment and cefpodoxime paroxetil 100 mg two times a day for seven days (from (B)(6) 2018). On (B)(6) 2020 the stoma site inflammation resolved.